Manufacturer narrative:
Section d10: concomitant products - lgc tibial fit tray cem sz 3.5f / 4.5t (cat# 02-012-45-3545 / serial# (B)(6)). - logic cr femoral por, left, sz 3.5 (cat# 02-010-04-0235 / serial# (B)(6)). - three peg patella 38mm (cat# 200-02-38 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately one year post patient's first tka revision, the 60 y/o male patient had a second revision for an unknown reason. All implants were removed. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Sales rep was unable to obtain photos or x-rays. The devices are not available for evaluation as they were disposed by the hospital.

Manufacturer narrative:
Additional information: b5. H3- according to the information provided, the patient had their left knee revised approximately 1 year following implantation due to an unknown reason. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the revision cannot be conclusively determined. H6- clinical code, component code, investigation codes corrected information: h6- clinical code.

Event description:
This is the 2nd revision for the patient. The first revision was reported under MDR# 1038671-2023-00001.

Manufacturer narrative:
"This follow-up report is being submitted to relay additional and/or corrected information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the revision cannot be conclusively determined. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly."